Event description:
As the physician as attempting to advance the microcatheter from the basilar artery into the left posterior cerebral artery; the distal end of the guidewire broke. The guidewire was successfully removed from the patient with microcatheter as one device. There was no clinical consequence to the patient.

Event description:
As the physician as attempting to advance the microcatheter from the basilar artery into the left posterior cerebral artery; the distal end of the guidewire broke. The guidewire was successfully removed from the patient with microcatheter as one device. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated that the anatomy was not considered particularly tortuous and continuous flush was maintained. The physician did not encounter any resistance and no force was applied to the device.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the polytetrafluoroethylene (ptfe) coating was compressed and scrapped of the device in a region between 27cm to 34cm from the proximal end. The torque device brass collet markings were noted to be present on the device. From the condition of the device in this region, it appeared that the torque device had been over tightened and dragged down the device. As the directions for use (dfu) specifically cautions that over tightening of the torque device can result in damage to the ptfe, this is considered use related. The device was examined under magnification and a clear sticky substance was noted to be present at 2cm, 62cm and 134cm from the proximal end. Fibers were noted to be stuck in this material. Scanning electron microscopy (sem) energy dispersive x-ray of this material was performed in an attempt to identify the material. Unfortunately the analysis was inconclusive and it could not be determined what or how the material got onto the device. The nitinol tubing was found to be separated 178.7cm from the proximal end and the core wire was separated 184.7cm from the proximal end and the bond joint was intact. There was no evidence of stretching prior to the separation. The device was kinked in several places along its proximal section. There was a bend on the distal section that is indicative of excessive manipulation. From the condition of the returned device, it appeared that the device has been over torqued. Sem analysis of the separation sites noted evidence of ductile dimpling and rubbing on the nitinol tubing and directional dimpling and rubbing on the core wire. Based on this analysis it was concluded that the nitinol tubing showed a possible ductile failure due to tensile force while the core wire had separated due to torsional overload in a rotational movement. It was not possible to determine a possible cause for the reported break.